Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set broke off from the headset while in use. The (B)(6) patient was playing and accidentally bumped into something hitting the infusion set. The headset came off from the patient's skin and the cannula was not attached to the headset. The doctor examined the patient and performed an ultrasound but could not find any evidence that the cannula remained within the patient's body. The patient did not receive medical treatment. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.